Event description:
It was reported that the patient presented in clinic. It was noted that the patient's leadless pacemaker experienced difficulty to be interrogated via conductive telemetry. Interference was believed to be the cause of the issue. Loss of capture was noted. The patient had deceased due to unknown causes. There were no allegations that the patient's death was related to their leadless pacemaker system.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. Based on the provided logs, high noise was seen, which could have interfered with the telemetry. The root cause of the noise was unable to be determined.